Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire at the tip of the pk dissecting forceps instrument was broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found one grip open cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. One of the grips was bent, causing side to side misalignment of the grips. There is a .019 offset at the tips. The bent grip doesn't exhibit separation of the yaw pulley or the pulley cover at the glue joint; however, the likely cause of the bending remains overloading at the tip. The instrument passed electrical continuity testing. It has been concluded that the bent grip was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.